Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to require recalibration of the air in line printed circuit board. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was returned unrepaired at the customer's request. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be an air in line printed circuit board needing calibration. No repairs or upgrades were made due to customer refusal of estimate. If any additional information is received, a follow up MDR will be sent.